Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 800s mg/dl and the cause was not known. The ketone level was high. The customer was treated with an insulin injection in the emergency room (ER). The ketone level was considered as being dangerous. After a day in the ER, the customer left with a bg of 100 mg/dl and was feeling better.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified. However, occlusions during the same time period were identified in the pump logs and may have contributed to the reported high blood glucose. The investigation for the occlusions not be completed as the cartridge was not returned.